Event description:
It has been reported to philips that, exposure was not functioning. It is unknown if the system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure is not functioning. Review of the system log file showed that "tube current out of range¿, ¿tube cooler problems¿ and ¿tube overload¿ messages. Upon inspection, the fse found the clu suddenly stopped. The fse restarted clu. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.